Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch lancing device had a cracked/broken casing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 7:00 am the patient noted the reported lancing device had a cracked casing; he was unable to obtain a blood sample for glucose self-testing. The patient did not take any actions due to this lancing device issue. The patient manages his diabetes with insulin taken on a sliding scale. The patient was unable to state if he experienced any symptoms of high or low blood glucose levels. Afterwards, the patient went to the emergency room, where he received intravenous treatment with insulin. Troubleshooting revealed this was not a new lancing device and that there had been no misuse of the product. The lancing device was replaced. The patient allegedly received emergency medical attention and treatment with insulin after he was unable to test his blood glucose levels due to the lancing device issue, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.